Event description:
It was reported that the atrial lead was returned to the manufacturer after the system was removed due to a device upgrade. The lead subsequently tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to environmental stress cracking (esc) while in vivo. The outer insulation of the lead developed cosmetic esc while in vivo and was observed to have blood ingression. Concomitant product: addr01, implantable pulse generator, (B)(6) 2009. (B)(4).